Event description:
Reporter indicated that vns patient lost consciousness with a seizure and experienced a seizure that lasted longer than normal. It was reported that the patient's legs and feet became numb with a seizure and then patient passed out. Ten days later, the patient reportedly experienced a seizure that lasted for 30-45 minutes and that use of the magnet did not abort the seizure. It was reported that these types of a seizures are not typical for the patient. Overall, the patient has experienced a decrease in seizures with the vns therapy. The patient reportedly experienced 200-300 seizures in a 2-3 hour time span prior to vns implant and now experiences 2-3 seizures in a 5-minute period. Treating neurologist adjusted device settings and added a new medication to the patient's drug regimen.